Event description:
It was reported that, "the dr was screwing a screw into the acetabular shell. The tip of the screwdriver broke off. He could not remove it as it was attached to the head of the screw. The dr chose to leave it because the liner was able to seat."

Manufacturer narrative:
Summary of evaluation - the returned driver looks in used condition with wear from normal use. The tip of the driver has sheared off. Fracture surface examined using the stereomicroscope showed smeared metal in circumferential pattern typical of torsional shear. The results of the investigation performed indicated, that the root cause of driver deformation is attributed to a mismatch in the tolerance between the driver tip and the drive feature of the screw head increases, the more likely that the driver will deform. Ecn was implemented in 2005, to improve the fit of the driver tip and screw head, and the reported driver was manufactured before above mentioned design change. The broken tip of the instrument is encapsulated in-between the shell and insert and will not be able to migrate.